Event description:
It was reported that the cartridge was leaking from the o-ring. The customer's blood glucose level was 157 mg/dl. Customer resumed insulin delivery with the current cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.